Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03910. It was reported the patient's ipg was inoperable and the patient was not receiving effective therapy due to high impedances. As a result, surgical intervention was undertaken wherein the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.